Event description:
Received a copy of the customer's medwatch report from FDA, which states "new carefusion tubing blood infusion set found dripping from a hole somewhere near the portion that clips into the pump ( blue and white clamp) it was noted 15 minutes into the infusion to a patient with a pool of platelets under the alaris pump. Patient was not given the approximately 40cc of platelets that was lost through tubing and on the floor. When flushing ns by gravity through the tubing to prepare to send it ,the tubing disconnected from the clip (blue and white clamp area. It looked like the tubing hadn't been secured (bonded?) And that was where it was leaking."

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn noted that there was a leak near the silicone segment during a platelet transfusion. When the clinical technology manager picked up the tubing and was clearing it of platelets the tubing fell apart at the blue and white clip. Although the patient did not receive approximately 40 ml of the platelets, is was decided to hold on replacing the amount due to it being an rn estimate. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the lower fitment was confirmed. Visual inspection showed that the macrobore tubing was completely separated from the lower fitment and was leaking. Inspection under magnification showed that both sides of the macrobore tubing had no solvent applied. Functional testing was deemed unnecessary due to the separation. Dimensional analysis was performed and the measurements were within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent having been applied at the junction of the tubing.